Event description:
It was reported that this inflatable penile prosthesis (ipp) was undersized. It was noted the patient had floppy glans. The existing device was explanted and replaced with a longer one. There were no additional patient complications reported.